Event description:
On 06/30/2023, infutronix received a report that this pump has had a system error, which could cause delay in treatment. Device was returned.

Manufacturer narrative:
This complaint was reviewed, and the return product evaluated and determined to be included in CAPA #it2023-15. The event log reviewed confirms an abrupt power off issue instead of the initial reported complaint code. The event log which typically showed a sequence 1) off and 2) on, shows an incomplete occurrence where the event log line for on is not accompanied by the expected event log line for off. This complaint is being closed to be investigated under the CAPA.